Event description:
Additional information received reported the patient was scheduled to be seen on (B)(6) 2014. Information pertaining to the event was previously reported under regulatory report #3004209178-2014-17675. All subsequent information received will be filed this regulatory report.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) had been moved 4 times in the past per patient request. The manufacturer representative (rep) attributed some of these issues to the strong psych component. In the past the patient had claimed they were using stimulation all the time and the diary showed 0 uses.

Event description:
Additional information received reported that a patient had the implantable neurostimulator (ins) moved about a month ago high up into the right buttock because the patient was complaining of discomfort with the ins location. It was noted that impedances were within normal range intraoperatively. It was stated that the patient was getting good stimulation after this.